Event description:
Bilateral patient. Litigation alleges that patient experienced pain, discomfort, and soreness, which affected patients ability to walk, sleep, sit, and move. Additionally, it is alleged that patient has excessive levels of chromium and cobalt in the blood system. Update: (B)(6) 2012, plaintiff fact sheet received with part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 7/17/2015 - ppd with medical records received. Dor provided. Patient was revised to address pain, and elevated metal ion levels. Upon revision, alval and metal debris were noted. The sleeve and stem are now being added to the complaint. This complaint was updated on 7/21/2015.